Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clean needle stick injury occurred when the needle cap of the allergist tray bd precisionglide permanently attached needle was missing the protective cap. Found during use. No further information given. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to complete DHR review as lot number is unknown. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a clean needle stick injury occurred when the needle cap of the allergist tray bd precisionglide¿ permanently attached needle was missing the protective cap. Found during use. No further information given. No reports of serious injury or medical intervention noted.